Event description:
This sheath was inserted into the groin over a standard j tip wire. It was being used in a thrombolysis on the contralateral sfa. The dr's noted that the groin was heavily scarred when the sheath was inserted, but they were still able to get it in with effort. When the procedure ended, they attempted to remove the sheath and had to pull very hard to get it to move through the scar tissue in the groin. They ripped the flexor material once, and when they realized that the sheath was uncoiling, they inserted the dilator and again tried to remove the sheath and dilator together. The sheath then ripped again in a second place and again began to uncoil. They ended up having to perform a cut down to get it out. Both dr's commented that they had never seen a sheath perform in this way before, but also that it was most likely due to the heavy scaring in the groin of the pt.

Manufacturer narrative:
Evaluation: customer returned one, kcfw-7.0-38-40-rb-blkn, sheath and dilator in an opened and used condition. Investigation confirmed that the sheath material has separated approx 23cm from the distal tip and after 4.5 cm in length segment of sheath material located after the initial separation. Based upon the info provided by the customer, these separations were due to the attempted insertion and withdrawal of the sheath through the heavily scared groin. This product is visually inspected to ensure there are no bends, kinks, or other surface imperfections in the sheath prior to shipping.